Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the was rebooting constantly and had login issues with the biometric reader. A technical support specialist (tss) confirmed that the field service engineer (fse) replaced the ssd (solid state drive) cable and drawer mount. Then tested and confirmed that the issue where there was constant reboot loop had not happened again. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was rebooted repeatedly and had login issue with the biometric reader. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.